Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was selected for an implant in a patient with very fragile profile, on cardiac amyloidosis and dialysis. The computed tomography (CT) scan was analysed beforehand and the procedure takes place under general anaesthesia and transesophageal echocardiography (tee). During the procedure, transseptal was performed without hindrance inf-mid as determined by CT scan. The device implantation was successful meeting close criteria (under chest x-ray artery, compressed, correct axis, lobe disc separation and concave disc). At the end of the procedure, the patient had cardiac arrest even though there was no tamponade and the occluder was still in place. The patient was massaged and then catheterized and admitted to intensive care with the occluder still in place. The physician thinks that there is no link with the occluder. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient had cardiac arrest at the end of procedure even though there was no tamponade and the occluder was in place. The patient was massaged and then catheterized and admitted to intensive care with the occluder still in place. Information from field indicated that the device implantation was successful meeting close criteria in a patient with very fragile profile, on cardiac amyloidosis and dialysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.